Manufacturer narrative:
Heartsine evaluated the returned device and confirmed the reported fault. The root cause of the green status led and beep was a red status led fault resulting in leakage current to the beeper.

Event description:
Red status and beep. No patient involvement.

Event description:
Red status and beep. No patient involvement.